Event description:
During directional athrectomy of a rca the guidewire fractured and became lodged in a distal branch of the rca. The physician decided to leave the retained fragment in the vessel. The pt has been discharged home in good condition. The hosp is holding the wire.